Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 06 oct 2020.

Event description:
It was reported to philips that the device's battery was not charging. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
G4: 08jan2021. B4: 11jan2021. The customer evaluated the device with assistance from a philips remote service engineer (rse) initially. The customer followed the guidance of the rse and swapped out the power management printed circuit board assembly (pm pcba). The issue continued, and the local philips technician was dispatched to the customer site. The philips technician discovered that the connection between the battery and the connector was faulty and determined that the power supply harness needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the power supply harness to resolve the issue and bring the device back to functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.